Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Patient was implanted about three years ago. Prior to being implanted the patient had bowel problems. Patient continues to have the same problems. Patient reported she had a staph infection after surgery.